Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, externalized conductors were observed. No electrical anomalies were detected. The lead will be extraction when the generator reaches eri.

Event description:
New information received states that the lead was capped.